Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having a problem going to the bathroom at all in the past 3 months or so. The caller stated that something was blocking it, which was uncomfortable and their stomach was swollen. The patient was redirected to their healthcare provider to discuss their symptoms. No further complications were reported.